Manufacturer narrative:
In-house testing was performed on retained kit lot 160705 with the following internal whole blood control samples: hiv-1 positive, hiv-2 positive, p24 positive, and hiv negative. All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 160705 were reviewed. This lot met the required release specifications. A review of the complaints reported false positive or unconfirmed false positive related to lot number 160705 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. The exact root cause of the reported issue could not be determined. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that the device is performing within labeled claims.

Event description:
A (B)(6) result was reported on a sample (unknown type) tested with the alere determine hiv 1/2 ag/ab combo. Date of event was not provided. The patient was confirmed (B)(6) by an unknown method. There is insufficient information to determine if a malfunction occurred. The patient gender, pregnancy status, treatment and patient outcome were unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4) however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4).